Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. It was also reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer's blood glucose level (bg) was elevated and continued the next day (600 mg/dl). The customer administered manual injections to lower bgs. The customer was unsure of the cause of the high bgs. During follow up with tandem technical support, the customer changed out the cartridge and reported bgs have lowered.